Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported by the customer that this event involved a pt via a radial insertion site. During the removal, the catheter became broke inside the arterial vein. "The fracture occurred under the funnel." Further details were requested.